Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded and had backflow issues. The following information was received by the initial reporter with the verbatim: during my investigation, no issues were observed with the returned devices during testing. However, I was able to confirm a back flow on the primary set model 2426-0500 lot unknown smartsite # (120035).